Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm. An intraoperative angiogram revealed a proximal type I endoleak. Five days later, the proximal type I endoleak was successfully repaired with a third gore tag thoracic endoprosthesis.

Manufacturer narrative:
The devices remain functioning in the pt. A review of the manufacturing paperwork is being conducted. Please note: two additional gore tag thoracic endoprostheses were implanted (tg3410/lot#04134410 and tg3720/lot#03623247).